Manufacturer narrative:
(B)(4). At this time, the device is not available for return. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) declared elective replacement time (ert) after approximately 2 years and 10 months. The device was explanted and replaced with another manufacturer's device. There was a concern the battery depleted prematurely. No additional adverse patient effects were reported.